Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection

Event description:
Healthcare professional reported left side removal reason as ¿poss infection.¿ device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., h.6.

Event description:
Additionally reported "silicone leakage limited to the pocket" and "shell was intact but leaking." Patient was under the recommended age when implanted.